Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that after performing a full supply change the previous night, they may not have fully completed the tubing fill process. The user awoke overnight to a high blood glucose (bg) alert (bg 500 mg/dl). Upon checking the ilet, the device displayed a prompt asking if drops were observed, confirming the fill process had not completed. The user disconnected the pump, administered manual insulin injections, and went back to sleep. The following morning, the user reconnected to the ilet, performed a full supply change, confirmed drops, and resumed normal insulin delivery. No symptoms or medical intervention were reported.